Event description:
A healthcare facility (B) (6) reported via a fisher & paykel healthcare representative that an rt200 adult dual-heated breathing circuit is 'not heating'. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a healthcare facility (B) (6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and expiratory tubes of the rt200 breathing circuit were tested using a multimeter. Results: the resistance of the inspiratory heater wire was outside the allowable range due to a poor connection between the heater wire and one of the pins that crimps to the heater wire. We could not perform a lot check as no lot information was provided. Conclusion: high resistance in heater wires is often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire developed the fault post production, possibly as a result of a weak crimp connection.